Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lymphadenopathy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "felt unwell¿, ¿extreme fatigue¿, ¿aches and pains in joints¿, and ¿general malaise¿ which have been deemed not related to the device. Patient also reported swollen lymph nodes. This record is for the right side. Device remains implanted.